Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): low oxygen appears during ventilation. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the ventilator triggered repeated "low oxygen" alarms despite fio2 adjustments. After replacing the blower, the issue was resolved.